Event description:
It was reported that the event involved a female pt who presented to the emergency room (ER) as "unresponsive code stemi". The pt was taken to the cath lab and an intra-aortic balloon (iab) catheter was inserted via a sheath in the left femoral artery. Shortly after the initiation of counter pulsation, the arrow autocat2 wave intra-aortic balloon pump (iabp) began alarming "he loss alarms." The decision was made to exchange out both the iab catheter and the iabp itself to expedite resolution to this problem. A replacement (B)(4) catheter was inserted and hook-up to the replacement iabp. The initial counter pulsation therapy was delayed by the 5-10 minutes required to do the iab exchange as well as the iabp exchange. No further problems reported with counter pulsation therapy related with the iab catheter or the iabp itself for this pt. Then percutaneous coronary intervention (pci) was completed. During or following pci, the pt did go into v-tach and eventually expired.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.